Event description:
It was reported that noise resulting in oversensing, and inappropriate mode switching was observed on the right atrial (ra) lead. Additionally, noise was observed on the right ventricular (rv) lead. Abbott technical support reviewed device session records and confirmed the reported events. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the cause of the event was suspected atrial lead damage. This was not confirmed.